Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2007. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high superior vena cava (svc) coil impedance. The lead was partially explanted and replaced. It was also reported that right atrial (ra) lead thresholds had risen to a high range in addition to small p-wave measurements being observed. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.